Event description:
Telescoping column and shroud under bed portion of the operating table broke into pieces during a surgical case with potential positioning compromise of the patient. Patient was held and supported by the operating room team and transferred to another operating room operating table once brought into the room.